Manufacturer narrative:
Correction: h1, h2, h6 (imf) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that persistent pain and urinary incontinence occurred following a left inguinal hernia repair by direct approach with interposition of prosthetic material according to lichtenstein, including placement of a mesh plate. The pain was reported as persistent since the operation last (B)(6) 2022 and stronger especially after effort and after sexual intercourse, and urinary incontinence was described as being ¿impossible to hold back urinated. The procedure identified an indirect inguinal hernia with a direct component, and the hernia sacs were reduced intraperitoneally with tightening of the transverse fascia using separated sutures. A tap block was performed at the beginning of the operation and intramuscular infiltration with amide-type local anesthetic 7.5 mg/ml (20 ml) was administered, and the mesh plate was fixed to the henle ligament. Post-surgical discharge treatment included paracetamol, tramadol, pantoprazole, metoclopramide, ketoprofen, and lactulose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.